Event description:
It was reported that the patient wanted their device ¿tuned in¿ better. The patient had never had therapeutic effect. The patient only had stimulation in their left hamstring and left buttocks and not in their spine where it was supposed to be. The patient had their device implanted on (B)(6) 2014 and the stimulation issue had been present since the implant. It was further reported that the patient did not have a greater than 50% symptom reduction. The patient had their spinal cord stimulator (scs) system was surgically revised on (B)(6) 2014 but the issues did not resolve. A reprogramming was done on (B)(6) 2014. The patient had an x-ray of their spine. After the reprogramming the patient still continued to have mid and low back pain that was not covered by their stimulator. The patient was referred to a pain management physician. The patient status at the time of the report was listed as ¿not recovered, symptoms ongoing¿. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740 serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4) implanted: (B)(6) 2014, product type; lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).